Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in september 2010 and performed to specification, alongside random manual power ons, up to the 24th november 2013. Multiple manual power ups of ten minutes duration were observed in the device memory between 30th november 2013 and the last log entry on the 12th may 2015. An increase in voltage suggests a further pad-pak was installed during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.